Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported she woke up and the pump gave a beep; the display was blank. Caller removed the battery and inserted a new battery. Caller checked the error history and found a w2 (low battery) message. Caller stated she assumed the battery was empty completely and therefore she missed the e2 (battery depleted). No adverse event reported. Requested return of the alleged pump for evaluation.